Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The entirety of the reported event will be addressed within 0001825034-2023-02585 only.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The entirety of the reported event will be addressed within 0001825034-2023-02585 only.

Event description:
It was reported in a surgeon survey involving the comprehensive segmental revision system that an unknown number of patients experienced complications including dislocation, instability, infection, and nerve irritation/palsy post implantation. No further details were provided concerning the number of complications or correlation to a surgical case. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: unk humeral head cat#ni lot#ni, unk proximal humeral component cat#ni lot#ni, unk distal humeral component cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02585, 0001825034 - 2023 - 02586, 0001825034 - 2023 - 02587.